Event description:
It was reported that the patient presented for in clinic follow up. Fluoroscopy confirmed that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.